Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 205 mg/dl for about one hour after announcing a usual meal when the meal size should have been larger, consistent with an incorrect meal announcement while using the ilet bionic pancreas. Symptoms included no acute clinical effects. Outcomes included no medical intervention and no assistance required. Investigation included user interview and troubleshooting with education on correct meal announcements. Investigation of this case revealed use error related to incorrect meal size entry leading to transient hyperglycemia, with the system otherwise functioning as expected. It was concluded that the event was attributable to user error in meal announcement rather than a device malfunction.